Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user recently started on the ilet experienced recurrent nocturnal hypoglycemia while the ilet was not connected to the mobile app, with the lowest reported blood glucose of 50 mg/dl and episodes lasting about one hour; the user self-treated with fast-acting carbohydrates such as juice and also ingested slower-acting foods including crackers and peanut butter, and ems arrived during one event but provided no treatment as glucose was rising. Symptoms included weakness and sweating. Outcomes included temporary impairment requiring assistance from emergency services without hospitalization. Investigation included troubleshooting and education on appropriate hypoglycemia treatment and data synchronization, though the user did not have a smartphone to sync data. Investigation of this case revealed a cause for hypoglycemia that was unclear and no device alerts or alarms reported. It was concluded that hypoglycemia occurred with an undetermined cause and that the user managed episodes with oral glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.